Manufacturer narrative:
The 24355 returned was not a complete set. It was missing the bubble trap and heat exchanger. The product has a 3 year shelf life from the date of manufacture. A leak was confirmed at the y-connector inlet due to delaminated solvent bond. 3m implemented a new dehp free material to enhance the material properties on all 3m ranger(tm) fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. 3m implemented a solvent improvement process change in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. 3m continues to monitor their complaints to confirm the effectiveness of the change made. The unit returned and lot number was not subject to the solvent improvement. End of report.

Manufacturer narrative:
No specific patient information was provided due to no reported injury. The fluid that was used during the reported leak was blood. Information on the operator of the device was not provided. The initial reporter was the hospital. Name, phone and e-mail of initial reporter was not provided. (B)(6). Product was not returned for evaluation. The nature and location of the leak was not provided. End of report.

Event description:
A 3m ranger(tm) high-flow disposable set allegedly leaked. The source of the leak was not detected during use. No medical injury was reported.